Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 7 months post implant of a 29mm sapien 3 valve via transfemoral approach, the patient presents with aortic stenosis. Per medical record review, after having a 29mm s3 valve implanted in a savr, the patient had developed severe bioprosthetic aortic valve stenosis. Originally thought to be caused by pannus, a transesophageal echocardiogram (tee) was able to determine the cause of the severe stenosis was due to calcification of the valve leaflets and coronary cusps which had cause severe restricted motion of the valve leaflets. The patient had a valve in valve (viviv) (29mm s3 in a thv in a savr) . The implant was a success with trace to no paravalvular leak (pvl). No complications or edwards device malfunctions were listed. Post op information did not list any tvr related complications, and the patient was discharged on pod 1.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on medical records received. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification and post implant calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 4 years and 7 months post implant of a 29mm sapien 3 valve via transfemoral approach, the patient now presents with aortic stenosis." In addition, per the event description, "a tee was able to determine the cause of the severe stenosis was due to calcification of the valve leaflets and coronary cusps which had cause severe restricted motion of the valve leaflets ". As noted in the medical report, patient had history of hyperlipidemia and diabetes mellitus. It is well known that patients with diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets, as reported. In this case, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.